Event description:
Suspected rupture, side unknown in reference to MDR report# mw5164457.

Manufacturer narrative:
Sientra complaint #: (B)(4). The medical device report is in response to mw5164457. No contact, device or patient information was provided. Patient age defaulted to "(B)(6)". At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.